Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint. Asr revision: asr xl - unknown hip, reason for revision: increased serum me+ion concentrations. Update: claimsuite ref, implant date, hip revised, hospital, surgeon, reason for revision and file handler details received 26 july 2012. (B)(4). Claimsuite - (B)(4), hip(s) to be revised: right, reason(s) for revision: pain.